Event description:
Family member felt an accumulation of fluid in the area of the implanted valve. The fluid increased and it was assumed that the tube between the valve's pre-chamber and the main part of the device was perforated, causing the fluid leakage. Surgery found the tube was perforated and the surgeon explanted the prechamber and tube portions of the device and left the remainder of the valve in the pt. The implanted valve was connected directly to a catheter. The hosp discarded the prechamber and most of the tube. Only a very small part of the tube will be returned for investigation.